Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. This report is for the first device. A visual inspection was preformed using a microscope and no manufacturing defects or markings were found. Measured the 4 files at the 2mm, 6mm, and 13mm, and were in spec. The cyclical fatigue and iso torque tests were preformed. Results for all test came back good. A DHR review was conducted with no discrepancies noted. Note: the covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.

Event description:
In this event it was reported that two protaper gold rotary files separated during use in one patient. The fragment was incorporated as part of the filling. No injury and no further treatment required.